Event description:
Patient presented to physician with sense lead protruding from the 3rd incision site and an infection. Physician surgically removed the sense lead to address the infection on (B)(6) 2021.